Event description:
It was later reported that the patient underwent full revision, the original generator showed an impedance greater than 9000 ohms during pre-op interrogation and diagnostics. Rep suggested using an accessory pack to determine whether the issue was with the generator or the lead, but surgeon declined. A new generator was connected to the existing lead, which still showed impedance greater than 9000 ohms. Surgeon then implanted a new lead along with the new generator. Post-op interrogation showed normal impedance readings of 1610 ohms and 1600 ohms, and heart rate detection was successful. Explant facility requires faulty implants to go through internal quality control before being returned. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been referred for full vns revision due high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6. Type of investigation, initial report did not code b01.